Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer ate four dumplings for dinner and he increased the food bolus. It was stated that the customer's family believes the cause of death was due to low blood glucose. Also, it was stated that the customer had a serious heart disease for many yrs. It was stated that the cause of his death was cardiac arrest. It was stated that the customer had a heart atherosclerosis implanted in the hospital. Troubleshooting was performed and the bolus history does not have any add'l insulin delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.